Event description:
A caller reported that a cartridge was not fitting properly on the pump due to an issue with the o-ring on the pneumatic tap. It was confirmed that the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Technical support instructed the caller to remove the o-ring, clean the area, and use a new cartridge, but the customer opted to use the existing cartridge despite the missing o-ring. Additional resources were sent to assist, and the customer planned to use multiple daily injections if the current setup failed.